Event description:
This system had the same failure in beginning of 2013. Very hot transducer, both 4v1c and 7v3c. On (B)(6), the customer reported very hot transducer again with 4v1c transducer connected. At same time, bad image quality in c-doppler and pw-doppler. No injury to the pt or user was reported.

Manufacturer narrative:
A f/u report will be submitted when the investigation has been completed.